Event description:
It was reported that the right ventricular (rv) and left ventricular (lv) leads had high threshold. Therefore the rv and lv leads were removed and replaced with new leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 6947 implantable tachy lead 2009 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal conductor of the lead was e xtrinsically over-rotated; the proximal conductor of the lead became extrinsically fractured due to melting. There was blood on the proximal conductor of the lead and it was not obstructed; the helix of the lead was extrinsically bent and the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The outer insulation of the lead was extrinsically breached due to a cut and the outer insulation of the lead was extrinsically breached due to melting. Visual summary analysis of the lead indicated apparent explant damage.